Event description:
An issue was reported when a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.